Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cardiosave intra-aortic balloon pump (iabp) failed drive manifold tests and unit was leaking. The unit was not in clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit during regular inspection and was able to reproduce the reported issue. To fix the issue, the fse replaced drive manifold assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a